Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that system error 3 alarms occurred during preventative maintenance (pm). The field service agent replaced the motor driver which did not correct the issue. Pump assembly was found to be defective and was replaced.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of system error 3 alarm was confirmed by the field service engineer; however, the returned pump assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that system error 3 alarms occurred during preventative maintenance (pm). The field service agent replaced the motor driver which did not correct the issue. Pump assembly was found to be defective and was replaced.